Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: (B)(6).

Event description:
It was reported the intellivue x3 was presented with a speaker failure error. It is unknown if the device still had sound in standalone mode. A loss of audio cannot be ruled out based on information currently available. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed a speaker failure error. It was confirmed that the x3 device was connected to the host monitor mx450. The alarm speaker malfunction appeared on the monitor and showed as the issue is with the companion and this is an intermittent issue. The rse determined that the speaker assembly needed to be replaced. The customer ordered a replacement speaker to resolve the issue. A good faith effort (gfe) conducted confirmed the x3 was producing sound when in standalone mode. The customer was provided a replacement speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. H3 other text : device not returned.